Event description:
Event description guidant received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) reported she heard the device beeping for about 5-6 beeps this evening.